Manufacturer narrative:
(B)(4) concomitant medical product: unknown femoral component, catalog #: unknown, lot #: unknown. Unknown tibial tray, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02335, 0001822565-2018-02336.

Event description:
It was reported that the patient was revised to address pain, swelling, limited range of motion, and feeling of knee giving out. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown patella, unknown.

Event description:
It was further reported the patient was noted to have lateral tracking of the patella with significant crepitus and mediolateral laxity. Also, during the procedure the surgeon did a complete patellar lateral retinacular release to correct the patella from tracking laterally. The surgeon noted that the patella had significant bony and tissue overgrowth of the patella where almost the entire polyethylene surface was not visualized. The patella appeared to be somewhat inferiorized. Finally, there was noted to be significant remnants of bilateral osteophytes along the lateral condylar ridge. During the left revision procedure, the patella and articular surface were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of surgical notes and radiograph received. Device history record (DHR) was reviewed with no deviations identified. The definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: medical product: all poly patella 29mmx8.0mm, catalog#: 00597206529, lot#: 61140486 articular surface lps/lps-flex, catalog#: 00596203210, lot#: 61051389 femoral component option, catalog#: 00599601551, lot#: 61025786 unknown tibial tray, catalog#: unknown, lot#: unknown multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02334 0001822565-2018-02336 0002648920-2018-00547 0001822565-2018-03588 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.